Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Since the device was not returned, the reported event could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible that the image loss was caused by a defect of the charge-coupled device unit or failure of the internal board of the scope connector and/or system. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image from the scope was lost during a laparoscopic cholecystectomy procedure. The image was restored when the electrical contacts of the connector were wiped and reconnected. As a precaution, another device was used to complete the procedure. There was no harm or user injury reported due to the event.